Event description:
It was reported that this subcutaneous cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior. The device exhibited an alert after interrogation and the patient reported hearing beeping tones. Technical services (ts) were consulted and after review of device data, it was determined that this device is exhibiting premature battery depletion. Ts also noted that the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds, and therapy delivery is currently unaffected. Device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this subcutaneous cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior. The device exhibited an alert after interrogation and the patient reported hearing beeping tones. Technical services (ts) were consulted and after review of device data, it was determined that this device is exhibiting premature battery depletion. Ts also noted that the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds, and therapy delivery is currently unaffected. Device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.